Event description:
The manufacturer received information alleging a ventilator was delivering a low pressure and a high respiratory rate. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device was found to have dust/dirt contamination. The device's sensor board, flow sensor assembly, transition tube and air inlet path assembly were replaced to address the issues.